Event description:
The guidewire was in the patient's vein and the catheter felt blocked and unable to pass on to the guidewire for insertion.

Manufacturer narrative:
It was reported dr dale was placing a central line and there were no complications or abnormalities reported. The guidewire was in the patient's vein and the distal end of the catheter is normally placed over the guidewire and into the patient's vein. The distal tip of the catheter felt blocked and unable to pass on to the guidewire for insertion. The patient had no problems from the product complaint. The physician opened a second kit and took the new central line from it and used it for insertion into the patient. There is no further information available. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.